Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient sustained a significant urethral injury that may have been associated with the product and the use of suction. The purewick male device was removed by a nursing aide (pca), at which time a large blister was observed on the penile meatus. The pca indicated that during prior care encounters, the blister had not been present. A wocn assessed that the blister could potentially affect the urethra and the patient's ability to void. The patient was ultimately discharged to a rehabilitation facility. It was further reported that the patient was restless and was frequently pulling at the purewick male device while it was in place. Patient is 82-year-old male. Admitted with acute stroke. Aphasia, parkinson's, confusion, dementia, restless, incontinence. Event occurred while device in use on patient. Wound/ blister on penis.